Event description:
It was reported that during telemetry, it was noted that the "implantable neurostimulator serial number had reset". It was unclear what this referred to. The reporter stated that the device showed that only 20 percent of the battery had been used, although this "didn't seem normal" since the device was implanted in 2005. Battery measurements and impedance measurements were taken. It was reported that the device was explanted and replaced. There were no patient symptoms or injuries related to this event. Eighteen days later, it was reported that stimulation settings for the patient were not available prior to the por (power-on reset) event. It was unclear if the por was what "serial number reset" referred to. It was noted that no electrocautery or electromyography were used the day prior to the device interrogation. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).